Manufacturer narrative:
The reported observation of ¿ipg inoperable¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The artemis clinicians manual was used to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity would have been 2.7 years +/- .25-year per ¿ 90205144, assuming program impedances of 700 ohms for program #1- and 1000-ohm program #2. The device provided 2.65 years of stimulation when accounting for the most used programming methods across 4 similar programs that accounted for 99.58% of the total stimulation time. The method of calculation showed the device had normal battery depletion.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy restored post-op.